Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard alert tones from their device just over a month prior. When the frequency of the tones increased, the patient presented to the hospital. The device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit. Analysis determined that the reported failure was due to a severely depleted battery. The high system current drain was caused by a resistive short in the rf module, adt5 to vss. This was demonstrated through thermal emissions, digital test failures, low nodal voltage, and matching simulations. The physical location of the short was not determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.